Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21, a17, a13 and auto beep anomaly. Customer's blood glucose was 98 mg/dl. The customer declined to troubleshoot all other alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer insulin pump was replaced because of a21 alarm that keeps occurring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents were within specification. No unexpected blank display or constant tone alarms noted. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery alarm and error tests. No excessive no delivery alarms were noted. However, the pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.